Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported suction loss during surgery with an intralase patient interface (pi) after the patient was applanated and after the laser fired. It was noted that the patient moved and squeezed eye, one (1) flap/ring procedure was replaced and the surgery was completed successfully with the same pi. There was no patient injury reported and no surgical intervention was required. This report is one (1) of two (2).